Event description:
It was reported that the one function cardio is not working during pm, long delay time. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported that the one function cardio is not working during pm, long delay time. There was no patent involvement. The customer requested assistance from a remote service engineer (rse). The customer explained that they were unable to get entitlement for their co2, however as the device is end of life, the rse was unable to evaluate it. The rse was unable to evaluate the device so a cause was not established. The customer was advised that parts are no longer available as the unit is at end of life. The mrx and all options associated with the device were discontinued on 03-february-2022. The end of support date for the device was also 03-february-2022. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.